Event description:
A pt contacted our firm via email to report having developed a corneal ulcer od while wearing acuvue advance contact lenses (cl). The event occurred in 2009. See 1033533-2009-00061. While collecting info the pt stated that around late 2008 he/she was dx with a corneal ulcer in the os. This report is submitted to report the event in 2008. The pt reported that he/she was treated with "vigamox eye drops in for 10-14 days at the beginning 1-3 days, it was once every hour, and had to go to the doctor multiple times". Vistakon has made numerous unsuccessful attempts to collect medical info from ecp's office who stated that the pt did not want his/her medical info related to the event released. However the ecp's office did report that the pt replaced his/her lenses every 2-4 weeks, was instructed to use renu solution to disinfect/clean lenses. The ecp's office reported that since the event occurred that the pt had been placed in daily disposable lenses. Since we could not determine whether the ulcer was serious or not, this report is being submitted as worst case scenario. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters teated were within specification. All sterilization requirements were successfully completed. A product eval was not performed because the suspect product was not available for eval. No additional info is expected. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up.